Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the capacitor on the defibrillator pca. The pad and trace was lifted off the board, causing the faults. The root cause for the defective capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.